Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting an error 3 and error 5 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests four times a day and manages his diabetes with 25 units of novolog (with each meal), 80 units of lantus twice a day, and 1000 mg of metformin twice a day. The patient owns multiple onetouch meters (the onetouch ultra meter is patient's primary meter and the two onetouch ultramini meters are his secondary/backup meters). The patient indicated he does not exhibit any symptoms when his blood glucose is low. The patient alleged that the issues began on (B)(6) 2010 at 7:30am. Prior to the reported issues, the patient clarified he woke up at approximately 5am, obtained a blood glucose result in the "60's" with his onetouch ultra meter, and later drank a cup of coffee. At 7:00am, the patient stated he went to work. After the alleged issues occurred (at 7:30am), the patient clarified he continued to do additional work. The patient indicated he would typically test his blood glucose (with the subject meter) before consuming his breakfast and taking his diabetes medications (usually at 8am). Just before 8am, the patient stated he attempted to retest with the subject meter; however, the patient corrected and clarified he suddenly passed out. When the patient finally woke up (approximately 9-9:30am), he stated he was in the emergency room (ER) with IV fluids already being administered. During his time in the ER, the patient obtained blood glucose results with the ER's meter: "140 mg/dl" (after IV fluids) and "300mg/dl" (after consuming food). By 10am, the patient stated he was released from the ER. During troubleshooting, the customer service representative (csr) confirmed the patient was using the proper testing technique. The csr noted the patient did not have his testing supplies available at the time of the call. The reported issues remained unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claimed he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was a bifurcated lesion located in the distal circumflex with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00mm x 20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the two days later on aspirin and prasugrel. A 104 days post index procedure, the patient developed angina and was hospitalized. Coronary angiography revealed in-stent restenosis and a target vessel reintervention was performed. The event was considered resolved without residual effects and the patient was discharged two days later on aspirin and prasugrel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/14/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.